Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
It was reported that the customer received a no delivery alarm while changing the infusion set. The customer's blood glucose was 113 mg/dl. The customer stated that the insulin pump was still alarming even after changing the infusion set. Troubleshooting was done. Advised the customer to run a manual prime of five units. The customer stated that the insulin pump alarmed no delivery again. Advised changing the reservoir resolved the issue. Advised customer to return the reservoir. Advised that a replacement reservoir would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.